Manufacturer narrative:
The reported event that a screwdriver bit axsos t20, ao fitting 5.0mm locking set failed could be confirmed. Its tip was found broken. Based on investigation, the root cause was attributed to a user related issue. These are some of the possible causes: excessive torque was applied by the power-tool during screw removal. Power-tool had been used for screw final insertion during first surgery. The screwdriver got broken due to multiple intended use issues (e.g. Aging, fatigue). Inexperienced or unskilled staff. The screwdriver did not undergo functional check and visual inspection before surgery . The device inspection revealed the following: the screwdriver body does not present any significant damage. The breakage surface of the tip presents clear progression lines (fatigue zone). Their direction confirms that the breakage occurred during screw removal. Instantaneous zone was identified as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. It is recommended that the solid screwdriver be used for screw removal. The solid screwdriver applies greater torque and may reduce the potential for damaging the hexagonal tip on the screwdriver.¿ [original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that surgeon was doing a right hip revision (revision was not of stryker product) and surgeon used screwdrivers under power which cause devices to fail. No adverse consequence to patient or user and case completed without any complications.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon was doing a right hip revision (revision was not of stryker product) and surgeon used screwdrivers under power which cause devices to fail. No adverse consequence to patient or user and case completed without any complications.